Manufacturer narrative:
H10: the actual device was not available; however, eighty companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including slit visualization, back pressure/ male luer pressure, bolus pressure and low back pressure testing were performed with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a one-link needle-free IV connector and a non-baxter syringe. The customer reported a difficulty to connect the one-link needle-free IV connector to the syringe injection as the connector membrane was too stiff. There was no report of patient injury or medical intervention associated with this event. No additional information is available.